Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of an undisclosed mentor gel breast implant prosthesis. Post-operatively, the patient reported experiencing a ruptured left breast implant, bilateral capsular contracture of the breasts (baker grade ratings unknown), and a bunch of nodules in her breast. In addition, the patient lost 30 pounds in 3 months and her doctor thought she had cancer. At this time, the results of pathology /cytology report have not been provided. Mammogram and ultrasound imaging were conducted. As a result, the patient is scheduled for bilateral breast implant removal on (B)(6) 2024. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. D4: UDI: as all of the device characteristics are unknown at this time, the UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture, capsular contracture, suspected cancer date of explantation: on (B)(6) 2024. Manufacturer¿s reference number: (B)(4).